Event description:
On (B)(6) 2013, the patient reported that she was experiencing pain in her hand every five minutes and wanted to know if being implanted with a pacemaker has any interference with the vns implant to cause the pain. The patient was referenced to her physician. Follow up with the patient's physician found that she had no information on the patient's cardiac events and why the patient was implanted with pacemaker. The physician stated that she would try to look into finding out more about the patient's events; however, no additional information was provided.